Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: revision due to implant fracture. Review of event description: it was reported that a patient (dob (B)(6) 1934, height: 150cm, weight: 90kg) with a bmi of 40 fell at home on the (B)(6) 2018 which resulted in a fracture of the exafit stem at the neck, in the right hip, and its subsequent removal in a revision surgery on the (B)(6) 2018. The device was implanted on the (B)(6) 2003. The implanted head was also revised. Review of received data: initial and revision surgical report received in form of additional information on 15th may 2019: initial surgical report dated (B)(6) 2013 noting coxarhrosis at the right hip as the reason for the revision surgery. Moore's approach used for the surgery. Implants noted to be stable. Cmw1 genta bone cement was used to fill the diaphysis. Revision surgical report dated (B)(6) 2018 indicating a fracture of the exafit stem due to fatigue of the neck. Moore's approach used for the surgery. Implants (apart from stem) were in good condition as well as the cement. Cerclage wire was used. Implants used in revision surgery were noted to be stable. Materiovigilance letter (2 documents) received confirming the reported event. Implant labels received in form of additional information on 15th may 2019 confirming the complained products. Patient sticker received in form of additional information on 15th may 2019. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique has been reviewed and compared to the implantation and revision report. No deviations noted after reviewing. Conclusion summary: based on the surgical reports received in combination with the materiovigilance letter, the complaint can be confirmed. The investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, a possible material related issue can be excluded. As indicated on the revision report, the neck of the stem is the fracture site of the stem. Due to the design of the exafit stem, the geometry of the impaction hole at the neck of the stem leads to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer biomet recognizes this design issue and actions were taken by modifying the shape of the impaction hole. However, this part was produced before the design change was in place. This design issue coupled with the fact that the patient sustained a fall and that the patient has a high bmi (bmi=40) are potential contributing factors to the final failure of the stem. Based on the above information, the likely root cause of a design issue can be determined. This design issue has been covered in CAPA 126796. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Concomitant medical products: protasul s30 head, 22.2/0, taper 8/10, item# 01.01102.226, lot# 2143705, therapy date: (B)(6) 2018. The device in this report is not released in the u.s.a. However, similar devices are distributed under k040803; therefore, this report is being submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient fell on (B)(6) 2018 at home resulting in a fracture of the stem. The stem was implanted on (B)(6) 2003 and subsequently revised on (B)(6) 2018. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: age or date of birth, sex, if follow-up, what type. Correction: weight, date of report, PMA/510k. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6; correction: b4, g4, g7, h10. Event summary: it was reported that a patient (dob (B)(6) 1934, height: 150cm, weight: 90kg) with a bmi of 40 fell at home on the (B)(6) 2018 which resulted in a fracture of the exafit stem at the neck, in the right hip, and its subsequent removal in a revision surgery on the (B)(6) 2018. The device was implanted on the (B)(6) 2003. The implanted head was also revised. Review of received data: initial and revison surgical report received in form of additional information on the (B)(6)2019: initial surgical report dated (B)(6) 2013 noting coxarhrosis at the right hip as the reason for the revision surgery. Moore's approach used for the surgery. Implants noted to be stable. Cmw1 genta bone cement was used to fill the diaphysis. Revision surgical report dated (B)(6) 2018 indicating a fracture of the exafit stem due to fatigue of the neck. Moore's approach used for the surgery. Implants (apart from stem) were in good condition as well as the cement. Cerclage wire was used. Implants used in revision surgery were noted to be stable. Materiovigilance letter (2 documents) received confirming the reported event. Implant labels received in form of additional information on the (B)(6) 2019 confirming the complained products. Patient sticker received in form of additional information on the (B)(6) 2019. Devices analysis: visual examination: the exafit stem shows a fracture in the transition zone between stem neck and shoulder. The fracture is through the end of the rectangular impaction hole which is located on the lateral side. The fracture surfaces show a signs of a fatigue fracture with its origin at the edge of the of the impaction hole. The other components are inconspicious. Review of product documentation all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Surgical technique has been reviewed and compared to the implantation and revision report. No deviations noted after reviewing. DHR review: based on the review of the device history records the reported stem was manufactured in august 2003. In 2005 neck optimization was performed on the exafit standard stem design after reported fractures from the market (instrument bore change) with introduction of new ref numbers. Device history: the first design of exafit standard stem was launched in 1999 under the reference (B)(4). In 2003, breakages of these exafit stems were reported at the neck of the stem. Their origin was a notch effect of the impaction hole. In april 2003, exafit standard stem was changed with a new design (new impaction hole) and new references: (B)(4) exafit stems of the old design include corners at the impaction/extraction hole, which may lead to a stress concentration increasing the risk of a fatigue fracture. In order to reduce this risk, the edges of the hole were replaced by a round curvature in 2003. The complained exafit stem subject to this complaint was manufactured according to the old design. Conclusion summary: based on the surgical reports received in combination with the materiovigilance letter, the complaint can be confirmed. The investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, a possible material related issue can be excluded. As indicated on the revision report, the neck of the stem is the fracture site of the stem. Due to the design of the exafit stem, the geometry of the impaction hole at the neck of the stem leads to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer biomet recognizes this design issue and actions were taken by modifying the shape of the impaction hole. However, this part was produced before the design change was in place. The visual examination showed that the exafit fractured through the impaction hole. The fracture occurred due to fatigue. A possible influencing factor for the fatigue fracture of the stem is the high stress concentration in the impaction hole region. According to the device history the stem was manufactured before the design change that addressed this issue. This design issue coupled with the fact that the patient sustained a fall and that the patient has a high bmi (bmi=40) are potential contributing factures to the failure of the stem. In conclusion, possible influencing factors for the fatigue fracture of the stem include a stress concentration at the impaction hole and possible patient factors. However, if and to what extend these and other factors may have contributed to the fracture of the stem remains unknown. Based on the above information, the likely root cause of a design issue can be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).